Manufacturer narrative:
Return status of the device is unknown.

Event description:
It was reported that the tip of a yukon screw inserter was jamming upon disengagement from the screw head intra-operatively. Surgery was successfully completed with another device.

Manufacturer narrative:
The device was not returned; however, a functional inspection was performed with yukon oct screw inserters used for functional testing. The failure mode could not be replicated consistently. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: after the pedicle screw pathway has been prepared and proper screw size has been determined, load the implant for screw insertion using a yukon screw inserter. When loading the yukon screws, grasp the implant by the screw shaft and give a slight rotation, while simultaneously applying a downward force to properly engage the screw. Once loaded, spin the knob located above the sleeve clockwise to lock the screw in place. The yukon screw inserter has a black sleeve for ease of identification. Once the screw has been loaded, insert it into the pilot hole until desired depth is reached. Disengage the screw inserter by turning the knob above the sleeve counter-clockwise. Repeat until all screws are placed. Note: the yukon screw inserter can be used with either the ratcheting axial handle or the fixed axial handle. Because the failure mode could not be replicated consistently during functional testing, the root cause could not be determined conclusively. Patient anatomy may be a factor. The saddle of the screw must be completely aligned with the shaft to be able to disengage the screw inserter. Shallow trajectories can have challenges as patient anatomy can shift the saddle, preventing proper alignment for disengagement.

Event description:
It was reported that the tip of a yukon screw inserter was jamming upon disengagement from the screw head intra-operatively. Surgery was successfully completed with another device.